Manufacturer narrative:
It is unknown when the event occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged allergic reaction is related to v.a.c. Dressing. Kci has not been able to obtain sufficient information to establish a root cause. Device labeling, available in print and online, states: acrylic adhesive: the v.a.c drape has an acrylic adhesive coating, which may present a risk of an adverse reaction in patients who are allergic or hypersensitive to acrylic adhesives. If a patient has a known allergy or hypersensitivity to such adhesives, do not use the v.a.c therapy system. If any signs of allergic reaction or hypersensitivity develop, such as redness, swelling, rash, urticaria, or significant pruritus, discontinue use and consult a physician immediately. If bronchospasm or more serious signs of allergic reaction appear, seek immediate medical assistance.

Event description:
Kci received article, armstrong, d.g., marston, w.a. Reyzelman, a.m, kirsner, r.s. Comparative effectiveness of mechanically and electrically powered negative pressure wound therapy devices: a multicenter randomized controlled trial. Wound rep reg (2012) 332-341, that reported that five (5) patients placed on v.a.c. Therapy experienced an allergic reaction to the dressing. No additional information is available.